Event description:
A customer reported the footswitch was not working. No other info was given. Additional info was requested. Additional info was received from a nurse indicating the footswitch failed during surgery. The footswitch was switched out and the surgery was successfully completed. There was no pt injury reported.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. The system was tested and met all product specifications. (B)(4).